Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated.. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a transsphenoidal csf leak repair procedure. It was reported that, when booting the software application, the system became unresponsive on the "booting the kernel" screen. The representative tried a soft shutdown with no success. The representative had to do a hard shutdown of the system and when re-booting, the system launched the software application with no issue. There was no delay in the procedure and no impact on patient outcome.